Event description:
It was reported the patient presented for follow-up in clinic. Upon interrogation, it was discovered the atrial leadless pacemaker (lp) exhibited low pacing impedance. No changes or interventions were performed. The patient was in stable condition.